Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter was replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of smoke or haze emitting from the sterrad® 100s sterilizer. Later the same day, the customer called back to state six healthcare workers were experiencing burning eyes and throat irritation from the smoke/haze. An asp field service engineer was dispatched to assess the unit onsite. Advanced sterilization products has requested additional information regarding the healthcare workers but has received no further information. This event is being reported as a malfunction report subsequent to a serious injury. This event will be reassessed if new information becomes available.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed from (B)(6) 2017 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the smoke/haze issue is likely due to the catalytic converter. The field service engineer replaced the part and confirmed the sterrad 100s was restored to proper function after service. Multiple attempts at receiving further information regarding the healthcare workers were unsuccessful. If additional information becomes available, the file will be re-opened and re-evaluated. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
Device returned for evaluation. The catalytic converter was returned and tested. Physical examination and inspection yielded no unusual anomalies, problems, damages, or defects. The catalytic converter exhibited no smoke or mist and no odor or smell was detected. The reason for the return could not be confirmed. Asp complaint ref #: (B)(4).